Event description:
It was reported that the device would not turn on or off. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 19mar2019 to the present date 22oct2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for misc - physical damage which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on or off. There was no reported patient involvement.